Manufacturer narrative:
Additional information received: there was no endoleak noted on CT or echo when the patient initially presented with a rupture. An emergency CT was carried out before the laparotomy, showing a suspected type iiib endoleak. Film <(>&<)> explant evaluation summary; from the examination of the returned devices and the clinical information/films provided, the exact cause of the aaa rupture could not be determined. The anatomy at implant is unknown, and lack of complete CT¿s during the implant duration including just prior to the event did not allow for a complete assessment of the stent graft in-vivo configuration and endoleak evaluation prior to the laparotomy. It is possible that one or both of the abrasion holes observed near the flow divider, potentially caused by the proximal external stents from the underlying contralateral limb, may have contributed to the aaa rupture via a type iiib fabric endoleak. The location of the holes also appears to align with the possible type iiib endoleak seen in the returned films. It is possible that the pin-hole endoleak reported during the laparotomy prior to explanting the device may have been from this same source. While is it possible that the observed blood leakage seen coming from the pin-hole may have contributed to the reported aaa expansion, this blood leakage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo. This leakage may have been due to the removal of tissue/ thrombus previously attached to the outside of the stent graft prior the laparotomy that may have covered the suture <(><<)>(><(>&<)><(><<)>)> needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. It is also possible that the source of the aaa rupture may have been coming from a location on the device that was not returned for analysis or observed during the laparotomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional film evaluation summary: the exact cause of the aaa rupture could not be determined from the returned films. Gradual aaa expansion and acute stent graft angulation was seen during the implant duration; however no clear endoleak was observed prior to the rupture event. At the time of the aaa rupture just prior to explanting the devices, returned CT¿s revealed an area of contrast from a likely type iiib endoleak which appeared to be coming from the bifurcate flow divider near the contra limb origin. It is possible that this endoleak may have contributed to the to the aaa rupture. The exact cause of the endoleak could not be determined from the films. However, it is possible that abrasion from the proximal stents of the underlying contralateral limb may have led to this endoleak. This fabric abrasion may have been exacerbated by the acute stent graft angulation seen during the course of the implant duration which was observed between the bifurcate aortic body and the contra/ipsi limbs origins, near the location of this likely type iiib endoleak. Update to previously reported film <(>&<)> explant evaluation summary: from the examination of the returned devices and the clinical information/films provided, the exact cause of the aaa rupture could not be determined. It is possible that one or both of the abrasion holes observed near the flow divider, potentially caused by the proximal external stents from the underlying contralateral limb, may have contributed to the aaa rupture via a type iiib fabric endoleak. This fabric abrasion may have been exacerbated by the acute stent graft angulation seen during the course of the implant duration which was observed between the bifurcate aortic body and the contra/ipsi limbs origins. The location of the holes seen in the returned device also appears to align with the possible type iiib endoleak seen in the returned films. It is possible that the pin-hole endoleak reported during the laparotomy prior to explanting the device may have been from this same source. While is it possible that the observed blood leakage seen coming from the pin-hole may have contributed to the reported aaa expansion, this blood leakage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo. This leakage may have been due to the removal of tissue/ thrombus previously attached to the outside of the stent graft prior the laparotomy that may have covered the suture <(>&<)> needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. It is also possible that the source of the aaa rupture may have been coming from a location on the device that was not returned for analysis or observed during the laparotomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm. Intraperitoneal hemorrhage was found and a CT showed that the aneurysm diameter had increased to 100 mm. A laparotomy was performed. During the procedure, it was noted that there was no obvious damage to the stent graft, but blood leakage from a pinhole in the bifurcate was noted. A partial explant was performed. The bare stents of the bifurcate and the limb in the cia on the distal side were not explanted, and a new blood vessel prosthesis was implanted in the aneurysm. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.